Event description:
The surgeon inserted a cc4204bf collamer plate lens and remove it because he did not like the way the the lens sat in the sye. The lens was removed without enalrging or suturing the incision. There was no pt injury.